Event description:
It was reported that the patient presented for in-clinic follow-up. A interrogation of the implantable cardioverter defibrillator revealed over-sensing due to crosstalk. Programming interventions were made. The patient was asymptomatic.